Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled "lateral subvastus approach with tibial tubercle osteotomy for primary total knee arthroplasty: clinical outcome and complications compared to medial parapatellar approach". Literature article "lateral subvastus approach with tibial tubercle osteotomy for primary total knee arthroplasty: clinical outcome and complications compared to medial parapatellar approach" (2016) by susanne langen, sonja gaber, vilijam zdravkovic, karlmeinrad giesinger, bernhard jost, and henrik behrend published by eur j orthop surg traumatol doi 10.1007/s00590-015-1718-y was reviewed. The article purpose: to compare clinical outcomes between lsv and medial parapatellar approaches for primary tka and to investigate incidence of complications related to tto. The article reports: 106 patients underwent tka with a lateral subvastus approach with a tto. These patients were compared to a control group of 474 patients who underwent tka with the traditional medial parapatellar approach. Knee flexion was comparable in all three groups preoperatively and 1 year postoperatively at approximately 115 degrees. No significant differences were found among groups over time. Patella resurfacing was not conducted. Cement was used in all cases although the manufacturer was not disclosed. Due to multiple x-rays showing that a femoral stem or sleeve was not used, we will assume this for all patients. Depuy products involved: lcs complete rotating platform. Complications: fracture (3), impaired healing (1), surgical intervention (4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.